Event description:
It was reported that during the implant procedure, the lead exhibited increased thresholds and low sensitivity while programmed in bipolar configuration. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.